Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for an issue that prevents effective mechanical ventilation in volume control ventilation (vcv) mode per 21 cfr 806 on 02-apr-2025. The FDA recall numbers are: z-1624-2025, z-1625-2025, z-1626-2025, z-1627-2025, z-1628-2025, z-1629-2025, z-1630-2025, z-1631-2025, z-1632-2025, z-1633-2025, z-1634-2025, z-1635-2025, z-1636-2025, z-1637-2025, z-1638-2025. Customers were sent a letter explaining the issue and providing instructions for inspecting for effective ventilation in volume control ventilation legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
As a result of an inspection that was completed as part of the correction initiated by ge healthcare (gehc) on 02-apr-2025, (recall numbers z-1624-2025, z-1625-2025, z-1626-2025, z-1627-2025, z-1628-2025, z-1629-2025, z-1630-2025, z-1631-2025, z-1632-2025, z-1633-2025, z-1634-2025, z-1635-2025, z-1636-2025, z-1637-2025, z-1638-2025) this unit was identified as having an issue that prevents effective mechanical ventilation in volume control ventilation (vcv) mode. There was no patient involvement.